Manufacturer narrative:
Serial number provided could not be validated, (B)(4).

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states chair not moving at all and leaking oil on the left side. MDR filed.